Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd. The exact cause of the failure of the ccd could not be conclusively determined. If additional information is received, this report will be supplemented.